Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal right coronary artery (rca) with moderate tortuosity and heavy calcification. Pre-dilatation was performed and the 3.5 x 28 mm promus stent delivery system (sds) was advanced. The sds balloon was inflated to 2 to 4 atmospheres (atm); however, a balloon rupture occurred. During removal, the proximal portion of the stent met resistance with the tip of the guiding catheter, and the stent dislodged in the proximal rca. The hub of the sds was cut so a snare could be inserted easily. The snare device was used to successfully retrieve the stent. It was noted that the stent became damaged during the snaring attempt. A new 2.8 x 3 mm promus stent was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted the stent delivery system (sds) was returned with blood in the inflation lumen and in the balloon. This is consistent with insertion into the patient anatomy and the reported balloon rupture. There was no contrast visible. The stent implant was returned attached to a snare device. The proximal end of the stent implant was stretched and mangled, the distal end of the stent implant was flattened which is consistent with the reported snaring procedure. The balloon had relaxed folded which is consistent with the inflation of the balloon. There were crimp marks on the balloon between the markers suggesting the stent was properly placed on the balloon at the time of manufacturing. There was a kink in the distal shaft 7 mm distal to the guide wire exit notch and two kinks 8 mm and 2.3 cm proximal to the guide wire exit notch. The kinks were not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. The hub was cut off and not returned which is consistent with the reported information that the physician cut the hub off to make it easier to insert the snare device. There was no other damage noted to the sds. There was a cap to a copilot returned on the snare device in a closed position on the snare. A luer was inserted on the proximal end of the hypotube to attach the inflation device. The balloon was pressurized and fluid leaked from a pinhole rupture 11 mm distal to the proximal marker band. There were scratches on the balloon distal to the pinhole. The scanning electron microscopy lab analysis of the balloon indicated that the balloon failure may be attributed to mechanical damage to the outer diameter (od) surface. The longitudinal leak was found outside of a fold in the balloon working length. Mechanical damage was documented at the leak edges on both inner diameter (ID) and od surfaces, mechanical damage was also documented on the od surface adjacent proximal and distal to the leak. The reported anatomical conditions reported moderate tortuousity and heavy calcification with 90% stenosis which in this case may have contributed to the reported balloon rupture. It is possible that during inflation of the balloon to deploy the stent the balloon interacted with the calcification such that it resulted on scratching and damage to the od of the balloon and subsequently led to the balloon rupture. Since the balloon ruptured during deployment, the stent was not fully deployed thus during removal attempt into the guiding catheter the stent interacted with the distal end of the guiding catheter (difficulty to remove) and resulted in the stent dislodgement. Potential causes for stent dislodgement, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. Balloon ruptures can occur as a result of, but are not limited to, manufacturing (such as damage to the balloon from the stent crimp process or from damage to the balloon during the processing of the balloon material) or from damage during use of the product. During use there can be an interaction between the balloon and the anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To help ensure stent dislodgement or the balloon rupture are not the result of a manufacturing deficiency, all sds are leak tested on-line, inspected for proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force and balloon rupture prior to the release of the finished good lot. Although a conclusive cause for the reported balloon rupture can not be determined, the difficult to remove and stent dislodgement appear to be related to the operation context of the procedure and there is no indication of a product deficiency. The lot history record (lhr) review and similar incident query for this product was not performed because the lot number is unknown and could not be confirmed with the returned analysis as the hub (side arm) was cut off and was not returned. The hub has the lot number information.